Event description:
The generator went into standby each time the handpiece was activated. The handpiece was swapped with a second handpiece with the same instrument being used and the case was completed with no patient consequence.